Event description:
A medtronic representative reported that, while in an ent procedure, the instrument in port 2 of an axiem integrated 4port system, stopped tracking. They plugged the instrument into a different port on the box and it started tracking again. An ent representative in surgery tried to plug another instrument into port 2, but it would not track; he tried again a few moments later and the instrument tracked properly. The surgeon completed the surgery with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Device manufacturing date is unavailable at this time. RMA issued. Replacement axiem 4port shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds the axiem 4port did not cause the event and is fully functional. A medtronic representative tested the unit with two separate tool sets inside the ent application and was able to verify a registration probe with an error of .6mm. Navigation accuracy was checked by picking several prominent landmarks with the registration probe. No problems were observed with port 2. Next set up the test station with a (B)(6) patient tracker and (B)(6) pointer tracer. Navigation was observed over a 6 hour period with no trouble found. Port 2 remained in green status for the entire test time. The unit passed the pegboard test with an error of 2.111mm. All 4 axiem ports function normally. The reported issue could not be duplicated. No further issues with this navigation system have been reported.

Manufacturer narrative:
Manufacture date now provided.